Event description:
The complainant reported that a patient developed a hematoma at their impella cp access site following implant. Pressure was initially held and the site was marked to monitor the condition. The following day, the patient was transferred and suction was noted at support level p5. The hematoma had grown and hardened at the site. Four units of blood were given and the patient was subsequently taken to the operating room for impella removal and arterial repair. The patients outcome is critical.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿